Event description:
It was reported that the bed had no electronic motor functions due to the CPR reset which switch being out of adjustment. There was no pt involvement or adverse consequences reported.